Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented with palpitations. Remote interrogation was reviewed and noted atrial undersensing and that every other atrial sensed beat was not being sensed. It was further reported the implantable pulse generator (ipg) was not mode switching. The ipg remains in use and the right atrial (ra) lead remains in use. Reprogramming from unipolar to bipolar was performed and the presenting issue resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.